Event description:
It has been reported that there was no disk space and was unable to perform fluoroscopy or cine. Patient was moved to another room. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in diagnosis when the issue was identified and completed the procedure by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that no disk space and unable to fluoro/cine. The review of log file shows that the malfunctioning of ippc.upon troubleshooting action, field service engineer confirmed that the disc error on ippc. The fse replaced the ippc, reloaded the software, and made a ghost image. After replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.